Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system,notified of issue; arrived on-site; verified issue; inspected system; found fuses in the mvs(mobile viewing station) had blown; replace fuses; performed system checkout; system fully functional. Codes:b01,c0201,d02. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000522. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received the information regarding an imaging system being used outside of procedure. It was reported that when attempting to unplug the power cable from an outlet there was a shock and when attempting to plug in to another wall outlet, the system was unable to charge. No patient present.